Event description:
While testing the micro sagittal saw it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the micro sagittal saw it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Device evaluation pending receipt of device.

Manufacturer narrative:
The run on condition was not duplicated, however, upon disassembly for visual inspection corrosion was found on the motor.